Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported a fracture of vestibular bone wall when placing an implant (boss410), as a result, implant was unable to be place into osteotomy. Site was sutured and patient will be reschedule for suture removal. Tooth location 12.

Manufacturer narrative:
A 3i t3® non-platform switched parallel walled implant 4 x 10mm (boss410) was returned for investigation alongside its cover screw. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. The reported event does not alleged a any malfunction that could be functionally tested. Product dimensions were measured with digital calipers (cal1334, calibration due 23-oct-2019) and found to be within the specifications in the product's engineering drawing. Pre-existing conditions were noted on the per and include the patient's reported type IV low-density bone. The reported device was located on tooth #12 and was removed upon placement due to the reported event. DHR review was completed for the subject lot number (2018080475). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2018080475) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (bone fracture and unable to place in osteotomy) or device (boss410). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.